Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the swap pedal on surgeon side console (ssc1) won't work randomly. No sound was heard when swapping didn't work. Surgeon had to press several times on the pedal to get the swap done. Even though system was dual console, there was only one surgeon at the console. In order to proceed without any disruption, the surgeon decided to utilize ssc2. The caller informed that same issue occurred yesterday as well. Surgery was ongoing and further troubleshooting could not be performed. The procedure was completed with the 2nd ssc with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the damaged footrest assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint swap pedal intermittently not working on ssc 1. Visual inspection found that the unit still in good condition. The unit was installed into the printed circuit assembly (pca) system, and it started up with no error. Performed 10x power cycle's, system tested good. Installed instrument and performed footrest functional test was normal, camera check was good, and all instrument operation was good. However, as a precaution, the fa recommended that the unit be returned to the vendor for further investigation into the issue cannot swap the arm intermittent problem.